Event description:
The customer stated that when injecting local anesthetic, the finger grip on the control syringe fell off. At that point, the needle broke off at the hub. The hospital x-rayed the patient because they were unable to locate the broken portion of the needle. The x-ray did not show any needle. The hospital filed this incident report.